Event description:
It was reported during trial while stimulation was turned on, patient had a seizure. It was noted that patient had known issues with seizures in the past. It was reported that trial started on (B)(6) 2014 and there were no seizures from (B)(6). It was indicated that the first epilepsy seizure occurred on (B)(6) 2014 and was noted that patient had not had seizure in a year. It was not that external neurostimulator system (ens) was disconnected and the seizure stopped. It was reported on (B)(6) 2014, there had not been any more seizures and then on (B)(6) 2014, there were still no reports of seizures. The patient had to turn up the amplitude on the device. It was indicated that a week after the initial report, more seizures were reported. It was indicated, it was too risky to proceed with permanent implant. It was noted that the trial components were scheduled to be removed on (B)(6) 2014 and stimulation was being kept off until then.' Additional information received indicated that they were none seizures after stimulation was turned off. It was also indicated that there were no malfunction or cause of seizures determined. It was noted that trial lead was explanted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3889-28, lot# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).